Manufacturer narrative:
(B)(4). Similar to device under k090140. (B)(4). Summary of investigational findings: imaging has not been provided to assist the evaluation, so it would be inappropriate to speculate what may or may not have occurred based on the limited information made available to us. Patient medical history is unknown at this time. According to initial reporter, "on reviewing the CT images (taken on the 27.07.16) it was noted that the hook of the ivc filter was outside the vena cava", does not indicate if the filter hook has perforated the ivc or if the filter hook is outside the contrast lumen on the imaging. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Since the filter hook is embedded in the ivc wall, it is assumed that the filter is tilted. Filter tilt may happen during placement or during implanting period. In this case it is noted that "the filter did not appear to be tilted at deployment." Difficult filter retrieval due to embedment of filter legs or filter hook in the ivc wall is a well-known risk reported in the published scientific literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. No conclusion regarding the perforation, embedded filter hook and tilt can be drawn based on the incomplete information provided. Based on the information on the embedded filter hook, a root cause for the difficult retrieval is likely to be the embedded filter hook. In this case patient was asymptomatic reported as no pain or discomfort. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement (B)(6) 2015: filter placed pre operatively prior to abdominal surgery for low rectal carcinoma. (Abdominal and perineal excision/formation of stoma). First retrieval attempted on the (B)(6) 2016. A second attempt was planned for the (B)(6) 2016 but when reviewing the CT images prior to starting the procedure the dr. Noted that the filter hook was outside the vena cava. The dr. Continued with the planned procedure but was unable to snare the hook successfully so the filter remains in situ. Patient outcome: the tulip filter remains inside the patient.

Manufacturer narrative:
(B)(4). Similar to device under k090140. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: ivc filter placement (B)(6) 2015: filter placed pre operatively prior to abdominal surgery for low rectal carcinoma. (Abdominal and perineal excision/formation of stoma). First retrieval attempted on the (B)(6) 2016. A second attempt was planned for the (B)(6) 2016 but when reviewing the CT images prior to starting the procedure the dr. Noted that the filter hook was outside the vena cava. The dr. Continued with the planned procedure but was unable to snare the hook successfully so the filter remains in situ. Patient outcome: the tulip filter remains inside the patient.